Manufacturer narrative:
(B)(4). Date sent: 12/16/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during an open pan proctocolectomy, the firing knob came off at the firing. The cartridge was blue. The device was used for the enteroenterostomy. As the knob had not moved forward at all, the anvil could be opened and closed without any problem. Another device and a gold cartridge were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: n5609h: the following information was requested, but unavailable: did any pieces fall into the patient? No information. If yes, were they retrieved? No information. Will all pieces be returned with the devices? No information. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 24 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.